Manufacturer narrative:
H10: the device was returned for the one reported event. The result of the investigation is confirmed for the material deformation issue reported, although the device was returned in poor condition. The hub and a partial section of the shaft were not returned which identifies a break. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 425-2515x pta dilatation catheter allegedly had a shaft break and material deformation. This report was received from one sources. The device was used in the patient, with no patient injury reported. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The device was returned for the one reported event. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 425-2515x pta dilatation catheter allegedly had a shaft break and material deformation. This report was received from one sources. The device was used in the patient, with no patient injury reported. The patient's age, weight, and gender were not provided.